Manufacturer narrative:
Device evaluation details: the device was visually inspected and it was found foreign material inside the pebax with no visible external damage. In addition, electrode #2 was found lifted and no pu (polyurethane) was observed on electrode edge. After that, the force and magnetic sensor functionality was tested on carto 3 system and no errors appeared. The device was working within specifications. Due to the damage observed at the pebax, sem analysis (scanning electron microscopy) was performed and evidence of mechanical damage and a hole were found on the pebax surface. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding force and magnetic issue was unable to duplicate during the product investigation however, the foreign material found inside the pebax area could be related to the reported issues. The root cause of the pebax damage cannot be fully determined, it could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. Since there is evidence that the device was manufactured in accordance with documented specifications and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax and a lifted electrode. It was initially reported by the caller that after mapping and some ablation, a 402 magnetic distortion error would appear on the carto system when radiofrequency (rf) was being delivered. Caller also stated that the thermocool® smart touch® sf bi-directional navigation catheter¿s position on the map would move when rf was on, and the catheter would return to the original position when rf was turned off. The force would also read as high when on ablation. No other errors were noted on carto. Caller checked that the indifferent electrode was not near any metal. Fluoro was not in use, therefore the c-arm was not in place near the patient. Caller replaced the catheter, and the issue resolved. The carto 3 system is operating to specifications. The customer¿s reported sensor error (magnetic distortion) and the high force errors are not MDR reportable since the issues are highly detectable when occurring. The potential that these could cause or contribute to a death, serious injury, or other significant adverse event is low. On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2020, foreign material was found inside the pebax. No external damage to the pebax was observed; however, electrode #2 was lifted and no polyurethane (pu) was observed on the electrode edge. This finding of the electrode # 2 being lifted is considered an MDR reportable malfunction. On 11/12/2020, additional evaluation which included a scanning electron microscope (sem) analysis found the pebax integrity was damaged. Sem results shows evidence of mechanical damage and a hole on the pebax surface. This finding of a hole in the pebax is also considered to be an MDR reportable malfunction.